Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmission revealed, the right atrial lead exhibited inappropriate automatic mode switch (ams) episode due to noise and low impedance value. The patient was asymptomatic to the event. No intervention was performed. The patient remained in stable condition and would continue to be monitored.